Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this spectra penile prosthesis (spp) underwent a thorough analysis. The cylinders were microscopically inspected. The first cylinder had holes from sharp instrument damage in the distal end of the of the cylinder. The first cylinder had suture holes at the proximal end of the cylinder. The second cylinder had suture holes at the proximal end of the cylinder from sharp instrument damage. Rear tip extenders (rtes) were microscopically inspected. Microscope examination revealed that 1.5cm, 5.0cm and 6.0cm rtes all had small suture holes from sharp instrument. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of a mechanical issue is unable to be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that this spectra penile prosthesis (spp) stopped working properly. A surgical procedure was performed during which the existing spp was removed. No patient complications were reported.